Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was exposure. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side implant exposure. Device has been explanted.

Event description:
The device remains implanted.